Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that drawer 4.2 was off the bus. The fse checked the back panel and observed no lights on the pyxibus module controller at the bottom. The fse replaced the pyxibus module controller, after which only the home light was present. The fse then replaced the drawer controller board, but there were still no lights. The retractor was replaced due to an invalid configuration error on the drive. After replacement, the drawer was detected on the bus and was able to be configured successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and after the device was restarted, it was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.